Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error message occurred. Customer's blood glucose level was 525 mg/dl which was addressed by administering a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared, a new cartridge was successfully loaded, and customer resumed insulin therapy.